Event description:
On (B)(6) 2022, the patient had zephyr valves implanted. When going to place a valve, one of the larger sizing wings from the catheter fell off. The sizing wing was extracted without incidence and the procedure continued with a different catheter. The edc with the broken wing was returned to pulmonx for investigation.